Event description:
It was reported that the ventilator unit generated an alarm indicating ventilation disabled during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer replaced and returned the control printed circuit (pc) board. Evaluation of received device logs confirms that the reported technical error followed upon system start on the date of event. Simulated use test of ventilation also confirms the reported issue. The fault condition was permanent and it was not possible to start ventilation. The generated technical error code indicates a control pc board communication failure with the monitor pc board at startup. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified by generated high priority alarm and the corresponding technical error code. If the failure, as was the case here, appears during startup a technical alarm will be generated and ventilation cannot be started. Our conclusion in this matter is that the returned control pc board hardware was faulty and was the cause to the reported failure, but the failing component has not been identified.

Manufacturer narrative:
The exchanged part will be returned for investigation. A supplemental report will be submitted when the investigation has been finalized.